Manufacturer narrative:
Investigation results: based on available information it can be assumed the reported behavior is related to a software issue on the user interface. In-depth analysis revealed that this software issue resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test is interrupted. A software correction is planned to prevent recurrence of this issue. Recommendations: the following actions should be performed by the user in order to stop the sensing test, if the stop button becomes unavailable again: click on "adjust ECG channel". Click on nominal mode. Remove the inductive head or put the programmer out of bluetooth range from the patient. If the previous actions were unsuccessful, the battery of the programmer should be removed.

Event description:
Reportedly, during the sensing test of alizea dr 1600 s/n (B)(6) on (B)(6) 2023, the programmer goes grey and the patient remains stuck in ddi 30, with no possibility of stopping it or removing the battery.